Event description:
¿Dressing on PICC noted to be wet. Both cotton balls and steri strips were wet. Under the tegaderm dressing was dry. Nnp notified. Upon nnp aspirating off the line, fluids noted to be leaking from the thickened part of the PICC above the hubb. PICC dc'd and peripheral line placed. Once PICC removed, fluids were flushed through the catheter and a split was noted in the catheter with fluids leaking. Catheter saved. Date of insertion ¿ (B)(6) 2026. Piv placed to continue therapy.¿

Manufacturer narrative:
The complaint sample has been returned for investigation and is currently in process. A follow up report will be submitted upon the closure of the investigation.